Event description:
It was reported that the patient was having difficulty charging the ipg and the ipg would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.